Event description:
Pt was in the cardiac cath (catheterization) lab for left cardiac cath, coronary angiogram, ptca and insertion of a coronary stent. The operator had difficulty inserting the express stent due to calcification of the vessels. After the stent had passed through the previously placed stent the insertion catheter broke. As the operator was trying to remove the undeployed stent it appears to have caught on the edge of the previously placed stent and came off the catheter. The stent catheter was removed but the undeployed stent remained in the vessel. A stent was able to be inserted and used to cover the undeployed express stent. Pt did well post procedure and was discharged home.